Event description:
The lay user/patient contacted lifescan in 2009, and alleged that her one touch ultra meter was displaying the error 2 message. The alleged issue first occurred a week prior to the call to lifescan. As a result of the product issue, the patient increased her dose of diabetes medication (patient stated that she was guessing and gave herself the 70/30 insulin --dosage not provided). About 3-4 weeks later, she reportedly felt shaky and dizzy. At the time of troubleshooting, it was verified that this was not a new product. The condition of the test strips was good. However, it was discovered that the patient's testing technique was incorrect (use error). The alleged issue was resolved when a retest was performed. This complaint is being reported because, the patient claimed to have experienced symptoms suggestive of hypoglycemia after the product issue began. The alleged issue was resolved with troubleshooting. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.